Event description:
According to the available information, two altis slings were placed into the patient and both slings detached at the suture on the static end. The anchor was placed and left in patient. It is believed that the suture became loose and detached after implantation. Patient is safe and third sling was placed successfully. It was noted the patient had a narrow pelvis.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional device referenced in b5 is captured under a separate report.

Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor, suture and part of the mesh were detached and not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while tensioning the sling. It was noted that the patient had a narrow pelvis. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, two altis slings were placed into the patient and both slings detached at the suture on the static end. The anchor was placed and left in patient. It is believed that the suture became loose and detached after implantation. Patient is safe and third sling was placed successfully. It was noted the patient had a narrow pelvis.